Event description:
As reported, when removing the catheter along with the introducer after right heart catheterization, this swan ganz catheter was removed without deflating the balloon although the customer thought they deflated the balloon. After the catheter removal, the balloon was found ruptured and missing. The customer was unable to find the balloon by checking the inside/outside of the introducer and around the blood vessel and using ultrasound. This introducer (model number: ci70p35tsmk, brand: medikit, 7fr, 35cm, type j) was used for biopsy initially, and this swan ganz catheter was inserted through this introducer subsequently. No additional treatment was required due to this event. The customer considered that this event is related to procedure issue instead of device malfunction. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
Additional product codes include: dyg catheter, flow directed, dqe catheter, oximeter, fiberoptic, kra catheter, continuous flush. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of balloon was found ruptured and missing was confirmed. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. The device history record review was completed and the product passed without any nonconformances. As part of the catheter manufacturing process, 100% of the manufactured units go through a balloon inflation and visual inspection process. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.